Event description:
Left calf pain [pain in extremity]. Case description: spontaneous report was received on (B)(6) 2011, from a company representative regarding a (B)(6) male patient, (B)(6), with osteoarthritis. The patient's medical history was not provided. On an unspecified date in (B)(6) 2011, the patient initiated treatment with synvisc one (hylan g-f 20) injection at 6 ml, once into left knee. The lot number of synvisc one (hylan g-f 20) injection at 6 ml, once into left knee. The lot number of synvisc one was not provided. On an unspecified date in (B)(6) 2011, the patient developed left calf pain. No action was taken with synvisc one treatment. On an unspecified date, the patient recovered from the event of left calf pain. Concomitant medications were not provided. The intensity for the event of left calf pain was not provided.

Manufacturer narrative:
Additional information was received on (B)(4) 2012, from a physician which made the case serious. The patient's medical history was significant for moderate osteoarthritis with joint narrowing, previous use of non-steroid anti-inflammatory drugs and steroids. On (B)(6) 2011, the patient received synvisc one. The lot number of synvisc one was x1014. On (B)(6) 2011, the patient went to physician for follow-up. On (B)(6) 2011, total knee replacement of left knee was performed and the patient recovered from the event of left calf pain. The intensity for the event of left calf pain was severe. The reporting physician assessed the relationship between synvisc one and the event of left calf pain as possible. The benefit-risk relationship of the product is not affected by this report. Evaluation summary: additional information was received on (B)(6) 2011: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.